Manufacturer narrative:
The event of peri-implant fluid is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: peri-implant fluid. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "increased size breast peri-implant fluid". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6., d.7., e.1., g.1., h.6.

Event description:
The device has been explanted.